Manufacturer narrative:
Additional information provided, indicated the physician confirmed the explanted valve did not have thrombus on the leaflets, however, the leaflets did appear thickened. Per the instructions for use, thickening of valve leaflets is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. The thickening of valve leaflets can be a result of early calcification of the leaflets, host tissue overgrowth, or micro-thrombi. Several factors can cause development of thickened leaflets, including: thrombosis due to inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g. Systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). In this case, there was no indication a product deficiency contributed to this adverse event. The cause of the thickened leaflets is unknown, however there is no actual report of valve thrombosis or other cause for the reported event. No information regarding the patient¿s symptoms or treatment was provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in (B)(4), six months post implant of a 20mm sapien 3 valve in the aortic position, the valve was explanted and a 19mm magna valve was implanted. After the initial 20mm sapien 3 valve was implanted, the patient had acceptable gradients; peak 20 mmhg, mean 10 mmhg. During the follow-up appointment, the patient had increasing gradients and was started on anticoagulants. However, the patient¿s gradients continued to rise to peak 70 mmhg, mean 40 mmhg and the decision was made to explant the sapien 3 valve.